Manufacturer narrative:
(B)(4).

Event description:
The physician used a complete se device to treat a lesion in the left sfa with occlusion, 75% stenosis, severe calcification and slight vessel tortuosity. No abnormality was noted in the device inspection before use. Lesion pre-dilation was not performed. It was reported that during implantation of the complete se stent, the stent appeared to be severely shortened - after implantation the length was 60 mm. The front 1-2 cm was reported to be normal and shortening occurred from 3 - 4 cm. It was indicated that there was friction with the guidewire or guide catheter during the procedure. Post-dilation was not performed. The physician then implanted another 2 complete se devices of the same size. The stents deployed normally however it was reported that the physician found no blood flow in the stents. It was reported that it was possible the blood flow problem was due to the stent being implanted in the subintimal. The physician dilated the entrance and the blood flow was normal. The patient was hospitalized for 2 weeks. Approximately 4 weeks post procedure the patient was reported to have suffered from skin temperature decrease and no pulse was felt below the knee by touch. The patient was transferred to another hospital for treatment. No further patient complications were reported.